Event description:
The customer reported an uncontained leak of approximately ten (10) ml from the right front lower panel of the coulter lh 750 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, eye protection, and laboratory coat when the leak occurred.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse found yellow striped round tubing through pinch valve vl53b had split. The fse replaced the tubing which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).